Event description:
It was reported that during a total knee surgery, the saw blade broke. It was also reported that the surgeon was testing the blade before entering the wound, the blade never touched the patient. It was further reported that there were no adverse consequences and no delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a total knee surgery, the saw blade broke. It was also reported that the surgeon was testing the blade before entering the wound, the blade never touched the patient. It was further reported that there were no adverse consequences and no delays as a result of this event and the procedure was completed successfully.